Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('this time, they were abe to get all of the coils and fragments out with the hysterectomy/fragment on right, did CT scan and found the metal fragments') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("I am one week post op of my second essure removal surgery"), pelvic pain ("pain"), musculoskeletal discomfort ("shoulder issues"), fear ("scared"), feeling sad ("feeling sad/ feeling defeated/ feeling down"), psychiatric symptom ("feeling alone"), dyshidrotic eczema ("eczema, dyhydrosic eczema"), dysmenorrhoea ("menstrual cramps and ovulation"), contusion ("stomach bruised"), abdominal distension ("abdomen bloated"), musculoskeletal chest pain ("ribs felt like going to crack"), urticaria ("tearing my skin off from hives"), nerve injury ("nerves attack"), pruritus ("itching"), insomnia ("not sleeping") and low mood ("defeated and down"). The patient was treated with surgery (hysterectomy). At the time of the report, the device breakage, complication of device removal, pelvic pain, musculoskeletal discomfort, fear, feeling sad, psychiatric symptom, dyshidrotic eczema, dysmenorrhoea, contusion, abdominal distension, musculoskeletal chest pain, urticaria, nerve injury, pruritus, insomnia and low mood outcome was unknown. The reporter provided no causality assessment for complication of device removal and device breakage with essure. The reporter considered abdominal distension, contusion, dyshidrotic eczema, dysmenorrhoea, fear, feeling sad, insomnia, musculoskeletal chest pain, musculoskeletal discomfort, nerve injury, pelvic pain, pruritus, psychiatric symptom, urticaria and low mood to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: not sleeping. Amendment: the report was amended for the following reason: with follow up received on it was detected that this record is a duplicate to duplicate to (B)(4) to which all information will be transferred, then this duplicate record # (B)(4) will be deleted. Patient's initials were added. No new follow-up information was received from the reporter. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("this time, they were abe to get all of the coils and fragments out with the hysterectomy/fragment on right, did CT scan and found the metal fragments") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "I am one week post op of my second essure removal surgery". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), musculoskeletal discomfort ("shoulder issues"), fear ("scared"), the first episode of depressed mood ("feeling sad/ feeling defeated/ feeling down"), psychiatric symptom ("feeling alone"), dyshidrotic eczema ("eczema, dyhydrosic eczema"), dysmenorrhoea ("menstrual cramps and ovulation"), contusion ("stomach bruised"), abdominal distension ("abdomen bloated"), musculoskeletal chest pain ("ribs felt like going to crack"), urticaria ("tearing my skin off from hives"), nerve injury ("nerves attack"), pruritus ("itching"), insomnia ("not sleeping") and the second episode of depressed mood ("defeated and down"). The patient was treated with surgery (hysterectomy). At the time of the report, the device breakage, pelvic pain, musculoskeletal discomfort, fear, psychiatric symptom, dyshidrotic eczema, dysmenorrhoea, contusion, abdominal distension, musculoskeletal chest pain, urticaria, nerve injury, pruritus, insomnia and the last episode of depressed mood outcome was unknown. The reporter provided no causality assessment for device breakage with essure. The reporter considered abdominal distension, contusion, dyshidrotic eczema, dysmenorrhoea, fear, insomnia, musculoskeletal chest pain, musculoskeletal discomfort, nerve injury, pelvic pain, pruritus, psychiatric symptom, urticaria, the first episode of depressed mood and the second episode of depressed mood to be related to essure. The reporter commented: this case is linked with case (B)(4). Concerning the injuries reported in this case, the following ones were described in patient¿s social media: not sleeping. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Reporter added. New events, not sleeping, pain and defeated and down were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("this time, they were abe to get all of the coils and fragments out with the hysterectomy/fragment on right, did CT scan and found the metal fragments") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "I am one week post op of my second essure removal surgery". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), musculoskeletal discomfort ("shoulder issues"), fear ("scared"), depressed mood ("feeling sad"), feeling abnormal ("feeling alone"), dyshidrotic eczema ("eczema, dyhydrosic eczema"), dysmenorrhoea ("menstrual cramps and ovulation"), contusion ("stomach bruised"), abdominal distension ("abdomen bloated"), musculoskeletal chest pain ("ribs felt like going to crack"), urticaria ("tearing my skin off from hives"), nerve injury ("nerves attack") and pruritus ("itching"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device breakage, musculoskeletal discomfort, fear, depressed mood, feeling abnormal, dyshidrotic eczema, dysmenorrhoea, contusion, abdominal distension, musculoskeletal chest pain, urticaria, nerve injury and pruritus outcome was unknown. The reporter provided no causality assessment for device breakage with essure. The reporter considered abdominal distension, contusion, depressed mood, dyshidrotic eczema, dysmenorrhoea, fear, feeling abnormal, musculoskeletal chest pain, musculoskeletal discomfort, nerve injury, pruritus and urticaria to be related to essure. The reporter commented: this case is linked with case 2015-421479. Most recent follow-up information incorporated above includes: on 3-apr-2018: the product and reporter information updated. Shoulder issues, scared, feeling sad, feeling alone, eczema, dyhydrosic eczema, menstrual cramps and ovulation, stomach bruised, abdomen bloated, ribs felt like going to crack, tearing my skin off from hives, nerves attack and itching added as events. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("this time, they were abe to get all of the coils and fragments out with the hysterectomy/fragment on right") in a female patient who had essure inserted. Other product or product use issues identified: device difficult to use "I am one week post op of my second essure removal surgery". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device breakage outcome was unknown. The reporter provided no causality assessment for device breakage with essure. (B)(4). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.